Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values one day after the sensor was inserted in the arm. The patient was feeling sick and was experiencing diabetic ketoacidosis, so the parents took him to the hospital. At the hospital the patient was treated with IV medication and 6 to 8 IV fluid bags due to dehydration. The treatment was insulin, rocephin (ceftriaxone antibiotic) magnesium sulphate, potassium chloride, sodium sulphate, lokelma (anti-hyper- potassium medication), vancomycin (antibiotic), calcium gluconate and sodium bicarbonate. At the hospital they took a blood glucose reading which was 1200 mg/dl and the cgm reading 30 mg/dl. The patient experienced almost a kidney failure. The patient stayed at the hospital for a day. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.